Event description:
Report received for an over-delivery. The customer contact indicated that the event was the result of an error in programming the device. At 5:20pm, the pump was programmed to deliver 2500 units of heparin in 250ml at a rate of 100ml/hr instead of the intended 10ml/hr. Three hours later, the nurse noted the programming error and the physician was notified. The pt reportedly experienced a nose bleed but no medical interventions were required. The pt was discharged in 8/2003 with no reported adverse sequelae. Though requested, no further info was available.